Event description:
Baxter reported that a home patient had a system error 2240 alarm on a home choice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a puncture in the cassette. The cassette was replaced and the therapy was restarted. No patient injury or medical intervention was reported related to the event.

Manufacturer narrative:
Sample availability was unknown at this time. Should the sample become available, a follow-up medwatch will be submitted. The product code and lot numbers were unknown, however, when performing home choice peritoneal dialysis therapy a cassette is required. With this information the product involved will be a home choice cassette as this cassette is unique to the home choice peritoneal dialysis therapy. When additional information regarding the cassette becomes available, a follow-up medwatch will be submitted.